Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had cellulitis under his garment on his back caused by the lifevest. The patient was hospitalized and was provided with antibiotics. The patient removed the lifevest due to the irritation. Follow-up indicated that the cellulitis was improving with use of antibiotics and that the patient was not wearing the lifevest.